Event description:
It was reported that during a ptca procedure, the liberte' monorail stent delivery system stent fell off the balloon. The lesion being treated was in the mid third of the right coronary artery (rca). The device was removed from the package and flushed during preparation. Before advancing the stent over the guidewire it was connected to the hub of the inflator. Negative pressure was applied and the stent fell off the balloon. It is further noted that the stent was not deployed. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.